Event description:
According to available information, this device burst and fell out of the patient. It was noted there were no obvious defects before placement and the device balloon was inflated to 15 cc as indicated. The patient did not move or touch the device and it was found on the floor shortly after placement.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.